Event description:
Pt reported the cartridge leaked insulin into the infusion device and this resulted in hyperglycemia. He experienced elevated blood glucose of approx 300 mg/dl and nausea for several days. He changed the infusion set and delivered insulin via the infusion device, but this was not successful in decreasing his blood glucose. During the next cartridge change, he noticed the cartridge compartment of the infusion device was wet with insulin. He reported insulin leaked near the plunger of the cartridge. His blood glucose levels were "okay" following the cartridge change. The pt did not require treatment from a health care professional or second party to address the issue. The cartridge was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.